Manufacturer narrative:
The insulin pump received with a blank display due to moisture damage on electronic assembly. The device had moisture damage on the motor, battery tube, and vibrator assembly. Unable to verify no button response and unexpected numbers ramping due to a blank display.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 280 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.